Event description:
The patient was admitted for a procedure in 2007 with a totally occluded lesion in a distal superficial femoral artery. While being used in the patient, the needle of an outback re-entry catheter would not retract. The physician actuated the cannula a few times before it would no longer retract. The physician was not able to get the guidewire to re-enter the vessel. The needle remained exposed outside of the catheter while it was removed from the patient. There was not patient injury reported.

Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.